Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture, loss of sensing and high impedance. A lead fracture was suspected. The lead was capped and replaced.